Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Reprograming of the device and further evaluation of the patient was discussed. At this time no changes have been performed. This lead remains in service. No further adverse patient effects were reported.